Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) had reached a battery status of middle of life 1 (mol1) in less than three months of implant duration. Engineering review of device memory confirmed that the battery appears to be depleting prematurely. A guidant technical services consultant recommended frequent device monitoring as it is effected by a recent advisory notification.